Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there are no numbers for measurements on ventricular capture management (vcm). It was also reported that the right ventricular lead had high thresholds and noise. Both the lead and the device are still in use. No patient complications have been reported as a result of this event.